Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had intermittent under sensing. It was also reported that the implantable pulse generator's (ipg) clock was programmed incorrectly. The lead and device remain in use. No patient complications have been reported as a result of this event.